Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported an infection occurred. It was further reported there were high lead thresholds and the leads had partially dislodged. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.